Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no complaint sample was returned.

Event description:
Information was received indicating that a portion of the smiths medical jelco® protectiv® plus i.v. Catheter broke off upon removal from the patient. The patient had complaints that a foreign object was felt in her arm. An ultrasound was performed noting a foreign body. Subsequently, the fragment was attempted to be extracted from the patient arm but nothing was found. It was reported the foreign matter found on ultrasound was actually a thrombus. The patient was discharged home with no complications or adverse effects.